Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer told them ¿normally when they put the recharger on their skin to charge the implantable neurostimulator (ins) the battery released its¿ charge, but starting around the end of (B)(6) it wasn¿t doing that anymore and hasn¿t been losing its¿ power¿ so the consumer ¿didn¿t know if the ins was working anymore.¿ it was further clarified that the battery wasn¿t depleting. The hcp wasn¿t familiar with the device so had no additional information to report regarding any stimulation sensation, however near the end of (B)(6) the consumer wasn¿t feeling the pain relief they had before and their pain had increased. The hcp wasn¿t with the consumer any longer so they were going to have them call back for assistance since they didn¿t think there was anything they could do. Relevant medical history includes spinal pain. Additional information was reported from the consumer and their employee on (B)(6) 2017 that the patient had just gotten home after an unrelated surgery where their implantable neurost imulator (ins) was turned off and they wanted to turn stimulation on again. During the call, the stimulation was reactivated and adjustments were made to see if there was a setting that would help the patient¿s pain. The patient reported a change in therapy. The patient had been having a lot of problems with the machine. They had gone on a cruiseand during the 6 week trip did not have stimulation therapy. Every time they tried to charge, the ins was full but they never felt stimulation. The patient stated that it gave them nothing and was not helping their pain. It was reported that the patient had not recharged since prior to their trip. During the trip, the ship¿s health care professional (hcp) had tried to call. The ins was checked with the patient programmer during the call and it showed that stimulation was off. Stimulation was turned on but this did not resolve the issue. The patient was on b lying at 0.0v. The setting was increased to 3.8v but the patient did not feel stimulation. The caller was successful at activating group c but the patient did not want to have adaptive stimulation active. The caller was successful at deactivating the adaptive stimulation and at increasing to 3.0v. The patient then felt tingling in their legs. The callers wanted to try it there. By the end of the call the patient was successfully recharging. The ins was ½ full and they had 8 coupling bars filled in. Hcp listings were requested and provided. The issues started on (B)(6) 2016.